Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400-500 mg/dl. Customer declined troubleshoot for high blood level. Customer stated that she has been getting insulin flow blocked alarms and the cannula is bent. Troubleshooting was performed for insulin flow blocked alarm. Customer reports event was resolved by changing complete set (inf and res). Customer stated that they had multiple insulin flow blocked alarms and when she takes out her site, the cannula is always bent. Troubleshooting was performed for bent cannula. Customer reports the infusion set cannula is bent art abdomen. The product was not returned for analysis.